Event description:
Caller reported a malfunction alarm, that indicated an issue with the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, after which the malfunction did not recur. The customer was advised that they could continue using the pump and to call back if the issue reoccurred.